Event description:
Boston scientific received information that during the implant procedure for this right ventricular (rv) lead, the patient complained about not feeling well. An echocardiogram was done and showed 2cm of fluid in the pericardium. A drain was placed. The physician had tried multiple positions to get good rv sensing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.